Event description:
During electrical slim treatment resident complained of pain at electrode site. Treatment stopped, area inspected. Found electrode wire had separated from gel pad. Skin inspected and found to have 1.5" inner-shaped burn to thigh. FDA safety report ID # (B)(4).